Manufacturer narrative:
During investigation of the generator, the ac power was applied to the generator and a successful power on self-test was observed. System logs from the reported event date have been reviewed and included which indicate multiple periods of high impedance. Abnormally high impedance values proportionately reduce the output of rf energy and may prevent target temperature from being attained. No faults, warnings or irregular heating periods were encountered during the evaluation performed. Based on the information provided to abbott and the investigation performed, the root cause of the reported temperature issue could not be conclusively determined as the reported issue was unable to be reproduced.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
There were no adverse patient consequences.

Event description:
During a procedure, the probe would not reach temperature. The grounding pad was in good location, the needles were repositioned, the probe and needle were the same length, the probe and port were replaced and the generator was power cycled, with no resolution. The patient was on the table and the procedure was cancelled.